Event description:
The patient alleged that the pump was not responding consistently to the pressing of the up and down arrow buttons. The patient also alleged that the up and down arrows were sticking.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the keypad was intact but the "contrast" button was responding intermittently. The keypad was removed and adhesive was observed under button contacts. Contamination was observed under buttons.